Manufacturer narrative:
(B)(4). Ghargozloo et al. "The polyaxial locking plate osteosynthesis in proximal humeral fractures" . Reference journal article attached. J orthopaed traumatol (2014) 15 (suppl 1):s1¿s44 doi 10.1007/s10195-014-0314-y. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Initial reporter - the article was written by (exerted from oral presentations and oral communications) g. Logroscino, f. Donati, g. Malerba1, g. Salonna, c. Ascani, c. Bertone, d. Petriccioli, g.g. Cerulli at hospitals: istituto di clinica ortopedica e traumatologica, universita` cattolica del sacro cuore (rome, it); u.o.chirurgia della spalla e del gomito ospedale cto (rome, it); istituto clinico citta di brescia-gruppo ospedaliero san donato (brescia, it), additionally d. Ghargozloo, v.f. Caruso, p. Fortuna, a. Arancio, a. Tomarchio, s. Avondo at hospitals : clinica ortopedica universitaria, ospedale vittorio emanuele (catania, it); uo ortopedia e traumatologia, ospedale ¿¿r. Guzzardi¿¿ vittoria (rg), asp7 ragusa (ragusa, it) the complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It was reported in the journal article that osteonecrosis of the humeral head was noted in ten (10) cases following polyaxial locking plate osteosynthesis for proximal humeral fractures. No other information is available at this time.